Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump passed the sleep current measurement, active current measurement and displacement test. The pump was received with normal operating currents. No unexpected low battery alarm noted. However, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert less than 1 week. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.